Event description:
It was reported that 2 smartsite¿ vented vial access device had hair inside the sealed blisters. The following information was provided by the initial reporter, translated from italian to english: where inside two sealed blisters there is the presence of hair.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-oct-2022 . H6: investigation summary two mv0420-0006 samples from lot 212085 were received for investigation; one sample was in sealed packaging and one sample was received in partially opened packaging. A visual inspection confirmed the customer's experience as there was a visible hair inside the packaging of both samples. The details of this feedback were forwarded to the legal manufacturer, yukon medical llc, for investigation. A review of the production records for lot 212085 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The mv0420-0006 sets are manufactured in an iso standard clean room which is under a positive pressure to push dust and particles out of the manufacturing area. The workers wear protective clothes including headwear and the clean room area is regularly cleaned according to a cleaning plan. In addition to this, final products are subjected to visual inspections for such issues. The most likely root cause is that a member of the clean room staff did not correctly follow the clean room procedures due to human error.

Event description:
It was reported that 2 smartsite¿ vented vial access device had hair inside the sealed blisters. The following information was provided by the initial reporter, translated from italian to english: where inside two sealed blisters there is the presence of hair.

Manufacturer narrative:
Medical device lot #:212085 lot was reported; however, this is not a lot # manufactured for the reported catalog #mv0420-0006. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.